Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during the implant procedure of this right ventricular (rv) lead a random noise was observed. Technical services (ts) suspect possible air bubbles. Therefore, the physician decided to complete the procedure with another device. This rv lead remains implanted. No adverse patient effects were reported.